Event description:
The following event originated from a patient calling the watchman patient call center, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported a serious injury occurred. The patient had been taking eliquis prior to the procedure. A concomitant atrial fibrillation ablation and a left atrial appendage closure procedure was performed and a 31mm watchman flx pro closure device was implanted. The patient was placed back on eliquis and discharged the next day. The following day, the patient experienced falls (5-6 times) and presented to the emergency room. The patient had swollen lower extremities (right ankle the most), low hemoglobin, and heart rate that rose to 177 bpm. The patient stated "feels okay right now" but the spouse feels something is not right. The patient also reports difficulties with walking. The physician was contacted and reported that the office and care team have had half a dozen phone encounters with the patient. The physician also reports the patient had a complete workup before being discharged after the concomitant procedures, and nothing was found. Boston scientific medical safety was consulted and stated that based on the information provided it is unlikely the symptoms are related to the watchman closure device. However, swelling in the lower extremities, blood pressure/heart rate/hemoglobin issues reported could have some relation to the index procedure.

Manufacturer narrative:
B3: event date approximated to 06/13/2025, as procedure date was (B)(6) 2025.